Event description:
On (B)(6) 2012, the patient contacted animas alleging that the audio bolus button was sticking and that the keypad was peeling. There was no reported adverse event associated with this complaint. Customer support was unable to reach the patient to complete troubleshooting, and there is no additional information available at this time. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported due to the allegation that the audio bolus button is not working appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The audio bolus button was found to respond to button presses. The audio bolus button cover was removed and no contamination or damage was found to the key contact. All of the other keypad buttons responded to button presses as expected and were found to spring back and click back normally. No contamination was found under the key contacts. Unrelated to the complaint, evaluation revealed a faded, discolored and scratched display screen. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A new display screen was inserted into the pump and the display screen illuminated to normal contrast.